Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles within the luer lock after filling the tubing. The customer's blood glucose level was elevated at 300 mg/dl which was corrected with a bolus. Reportedly, customer did not observe air bubbles at the time of report. Additionally, customer was educated on the load process.